Event description:
Procedure performed: lap chole event description: clips not loading. Misfiring (B)(6) 2026 additional information received from [name] (territory manager) on submitting the pcf: "clips not loading. Misfiring" this is the 2nd of 3 clip appliers that had "failed" at the hospital in a month. Intervention: ni. Patient status: patient injury not indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.